Event description:
Per the clinic, the patient underwent explantation of the device on (B)(6) 2015; reason for explant is unknown at this time. During the same surgery, the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, july 15, 2015.

Manufacturer narrative:
The device is currently unavailable.

Manufacturer narrative:
(B)(6). Correction: this report was filed in error. The patient did not undergo explantation/re-implantation on june 9, 2015 as previously reported. The patient was initially implanted on (B)(6) 2015 with her first cochlear implant. This was not a revision surgery. This report is filed february 15, 2016. The implanted device remains.